Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Field action has been initiated to address a sterilization process issue. The batch (lot) number of the device involved in this event is within scope of the field action. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Field action has been initiated to investigate sterilization of the device. (B)(4).

Event description:
Patient underwent knee revision procedure 19 days post-implantation due to infection. The poly bearing was revised. The patient underwent a second revision two months post-initial procedure due to infection. All components were explanted and spacers were implanted. The patient was reimplanted 6 months later. Patient is reported to no longer have infection.